Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.